Event description:
A malfunction was reported by the caller involving the tandem pump, identified by code malf 15. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support to reset the pump using provided instructions, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if the issue reappears.